Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Intimal dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. The lot history record was reviewed for the reported lot and revealed no associated nonconforming material records. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2013, the patient presented with unstable angina and had an implant placed in the proximal left anterior descending (lad) artery with mild tortuosity and moderate calcification. Post-dilatation was performed with a non-compliant balloon at high pressure and the implant was confirmed under fluoroscopy to be fully apposed to the vessel wall. The patient returned on (B)(6) 2015 with chest pain and angiography revealed 80-85% restenosis in the implant. A 3.0 x 28 mm xience xpedition was deployed at 14 atmospheres for treatment, which caused a distal edge dissection. A 2.75 x 28 mm xience xpedition was deployed to cover the dissection. The final result was good. There was no reported significant delay in procedure and no adverse patient sequela. No additional information was provided.